Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that starting (B)(6) 2014 the patient experienced optical hallucinations, disorientation, and motor fluctuations. The patient had required emergency hospitalization due to these symptoms. Adjustment study medication had led to improvement. The event had required hospitalization or prolongation of existing hospitalization. The event was unrelated/unlikely related to the surgery, system and pre-existing/underlying disease and was possibly/probably/ certain to be related to stimulation and medication. The event was resolved with sequelae. Further follow up is being conducted to obtain information about the sequelae and device information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the serious adverse events were resolved and the adverse events hallucinations, motor fluctuations and disorientation were still ongoing because the patient had a bad intake of medication.